Event description:
The pocket dehisced exposing the mesh pouch and pump. The physician felt the system was now contaminated. The entire system (pump, mesh pouch, and catheter) was removed. The pt was being treated for withdrawal with oral baclofen. The device system had been used to deliver compounded baclofen. Additional information has been requested a f/u report will be sent if addition information becomes available.

Manufacturer narrative:
(B)(4).